Event description:
The pt was being prepared for exchange of tissue expander for permanent implants; however, she had an infection which may have colonized the expander and resulting in an infected seroma requiring washout and removal of the expander. The expander was examined at this point and noted to have an area of device failure where the patch is secured to the textured portion of the implant, resulting in a 1cm gap or hole. Decision was made not to replace the expander.